Event description:
Report received of an over-delivery of heparin. The patient was receiving heparin 25,000 units in 250ml fluid at 8ml/hour. The bag was hung at 0200 on the event date and was noted to be empty at 0830. There was no apparent spillage of fluid noted. The heparin was reportedly stopped for that day and blood work was drawn. It was not known if or when the heparin was ever resumed on the patient. There was no incident of bleeding and no reported adverse patient event.